Event description:
It was reported, that the patient presented to the emergency department with a slow heart rate. It was noted, that the pacemaker was unable to be interrogated. And did not respond to the magnet. It was determined, the battery had depleted. The device was explanted and replaced. The patient was in stable condition.